Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer had been noticing that lots of patients seemed to have a problem with the foley catheter balloon. Every time they visited, the balloon had lost a considerable amount of water. Sometimes, by the end of the 12 weeks, there were only 2 ml left.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "imperfection in balloon due to process". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the customer had been noticing that lots of patients seemed to have a problem with the foley catheter balloon. Every time they visited, the balloon had lost a considerable amount of water. Sometimes, by the end of the 12 weeks, there were only 2 ml left.